Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, no failure mode was observed. . Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message on (B)(6) 2018 during his 7 day wear of an adc freestyle libre sensor. Customer reported experiencing symptoms described as cold perspiration and being unable to move. Customer further reported that an "assistant mayor" (non-hcp) gave him sugar, and then later when the customer was home he self-injected with an unspecified dose of glucagon. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message on (B)(6) 2018 during his 7 day wear of an adc freestyle libre sensor. Customer reported experiencing symptoms described as cold perspiration and being unable to move. Customer further reported that an "assistant mayor" (non-hcp) gave him sugar, and then later when the customer was home he self-injected with an unspecified dose of glucagon. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving a "scan again in 10 minutes" message on (B)(6) 2018 during his 7 day wear of an adc freestyle libre sensor. Customer reported experiencing symptoms described as cold perspiration and being unable to move. Customer further reported that an "assistant mayor" (non-hcp) gave him sugar, and then later when the customer was home he self-injected with an unspecified dose of glucagon. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection performed on the returned sensor patch, no obvious defects observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, no failure mode was observed. Reprogrammed sensor. A sim-vivo test was performed and determined all results were within specification. No product deficiency was identified. This serves as a correction report. (Addtl mfg narrative) was incorrectly documented in the previous follow up #1.